Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture. A few weeks later, high pacing thresholds, noise and oversensing were observed. The lead was explanted and a new ra lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 25 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.